Event description:
Customer reported no or intermittent column lift.

Manufacturer narrative:
Ge service representative removed and replaced ps3 power supply in c-arm. Verified column lift and lower movement. Reassembled unit and verified unit operation. Unit fully functional and operating as intended.